Event description:
It was reported to ge that during a lateral transfer of a pt from a gurney to the cradle of the scanner, the pt fell and fractured her shoulder. It appears that there were no equipment errors leading to pt injury. The field engineer visited the location and found that the equipment in question was operating within specifications. No mechanical errors were logged; and the equipment was returned to customer.